Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information indicated that the patient underwent a pocket revision and had two extensions implanted. Nothing was explanted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg is resting on the rib causing pain and soreness. The physician will relocate the ipg from the left flank to the abdomen.

Event description:
A report was received that the patient's ipg is resting on the rib causing pain and soreness. The physician will relocate the ipg from the left flank to the abdomen.

Event description:
A report was received that the patient's ipg is resting on the rib causing pain and soreness. The physician will relocate the ipg from the left flank to the abdomen.

Event description:
A report was received that the patient's ipg is resting on the rib causing pain and soreness. The physician will relocate the ipg from the left flank to the abdomen.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information indicates that the physician will not schedule the patient for revision at this time and will notify bsn if it takes place in the future